Manufacturer narrative:
Inspection of the returned hand controller revealed that the shock button was jammed in the down (shock) position most likely due to inadvertent button depressing action with more force than what is required to activate the shocking sequence. Upon disassembly of the controller covers the button quickly unjammed and realigned in the correct position for normal use. This conclusion was based upon physical inspection of the hand controller which appeared to be in good cosmetic condition with no visible evidence of any other damage or misuse. The compact delta ii lithotripter system requires the operator to depress the shock button once, then release and then depress the shock button again a second time in order to get the system to begin shocking. Since the system requires this step to be performed for each case, the hand controller was verified functional (not jammed) when the particular case was started when the hand control jammed. This two press step must be repeated if the shock button is released for 30 seconds or longer. This info along with no other documented instances of hand controllers with jammed shock buttons indicates that this was an isolated event.

Event description:
Customer called into dornier customer service who forwarded call to dmta quality engineer regarding a customer's compact delta lithotripter that would not stop the shockwave sequence via the hand controller when the hand controller was commanded to stop shocking. The motion stop button on the unit was also depressed but did not stop the shocking. The unit had to be unplugged from the power source to stop the shocking sequence. Pt was not injured.